Manufacturer narrative:
Citation: conzelmann lo et al. Transcatheter aortic valve implantation in severe calcified annulus using the lotus valve system: increased incidence of fatal major vascular complications. Catheter cardiovasc interv. 2020 jan;95(1):e21-e29. Doi: 10.1002/ccd.28339. Epub 2019 may 21. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients with severe calcification of the annulus and/or the left ventricular outflow tract who underwent transcatheter aortic valve implantation (tavi) with the boston scientific lotus valve system. All data were collected from the tavi (B)(6) registry (multiple centers). Between august 2015 and february 2017, 634 patients underwent tavi. Of those, 83 were implanted with medtronic evolut r transcatheter bioprosthetic valves. Patient demographic data for the overall cohort was not reported. No serial numbers were provided. Among all evolut r patients, adverse events included: vascular complications (9 cases). It was reported that major vascular complications that required vascular surgery (3 cases) or stent graft implantation (15 cases) were observed in patients who were treated with non-lotus valves (evolut r, edwards sapien s3, and boston scientific/symetis accurate). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.